Event description:
Customer called to report that they were hospitalized for low bgs. It was stated that the customer was doing yard work. When customer started mowing the law, customer began to feel low and noticed that the reservoir door was open and the reservoir was empty. The customer stated that somehow the driver arms were unlocked and extra insulin was pushed into the body. The customer drank a gallon of orange juice and then decided to go to the hosptial. Bgs were treated with an IV of glucose for about two hours and a half before being released, and customer kept treating with orange juice for the rest of the day. The customer stated that the reservoir was not loose at all, but customer was very active that morning.